Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 70 mg/dl and 49 mg/dl at the time of the call. Details regarding symptoms or treatment of their low blood glucose levels were not provided. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the on (B)(6) 2019 customer had low blood glucose level of 49 mg/dl. So, event date has been updated to the (B)(6) 2019.